Manufacturer narrative:
The patient weight was requested but not provided FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 0 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant procedure, after the pump was locked into place (evidenced by yellow markings on apical cuff lock not visible and audible "click" of lock appreciated), the surgeon gently pulled up on the pump to test the connection and the pump pulled up off of the apical cuff, still in a locked position. The "t" unlock tool was used to unlock the apical cuff, retracted, repositioned, and locked back into place. The connection was retested by the surgeon and felt to be secure. There were no delay in the procedure nor was there any adverse impact to the patient due to the event. No further information was provided.